Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent a surgery to repair a right inguinal hernia. As reported, the patient's hernia was repaired with a bard/davol kugel patch. On (B)(6) 2016: the patient underwent surgery to repair recurrent right inguinal hernia. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent a surgery to repair a right inguinal hernia. As reported, the patient's hernia was repaired with a bard/davol kugel patch. (B)(6) 2016: the patient underwent surgery to repair recurrent right inguinal hernia. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per medical records: (B)(6) 2009 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with the implant of kugel patch on (B)(6) 2009. Per operative notes, ¿the inguinal hernia defect was identified. A kugel mesh was inserted on the external side and secured with sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair. Per operative notes, ¿a recurrent right inguinal hernia was identified and the previous mesh was found with scarring. The hernia sac was reduced, fascia fully exposed to allow placement of mesh. A piece of polypropylene mesh was cut to fit the defect and secured with tackers.¿ attorney alleges that the patient had mesh migration, ring break, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 4 months post implant of kugel patch, patient was diagnosed with hernia recurrence and scarring thereby underwent repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, d4, e3, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.